Event description:
Resident was being transferred from wheelchair to bed using invacare reliant 450 lift with invacare full body polyester mesh sling. While being transferred a "tearing" sound was heard. Resident slid out of left side of sling, falling to floor, striking head on bed frame. A 7.5 inch tear was found in the left sling on the left side.